Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
A problem was reported. Patient reported problems after pump refill. Patient stated he was stuck with a broken pump. Patient indicated that within a week after refill it seemed as if something went wrong with the pump, one day he felt ¿crummy¿ and the next day he felt like it might be working. At the day of the report he noted difficulties to walk ¿ from lower back down; excruciating pain on lower back and legs like neuropathy. Patient indicated it seemed as having intermittent issues but at the time of this report it had been more stead with the pump and he thought pump was either shut down or clogged. No patient outcome reported. System used to deliver morphine. A follow up was requested to the hcp. Hcp reported patient has not been seen at their site since(B)(6) 2012. Also, on a follow up to the patient, he reported the intentions on finding a surgeon to remove the pump. Patient continued to report pain. A report will be provided if additional information becomes available.